Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colorectal anastomosis. According to the reporter: the device blocked shut during a colorectal anastomosis. It was necessary to reopen the device and recut the tissue to make another anastomosis.